Event description:
Procedure type: sigmoid resection. According to the reporter: the device could not be fired during the surgery. The stapler blocked and the surgeon had to use another device. The case was extended by more than 30 mins. The extension of the surgery was caused by a hemorrhage.

Manufacturer narrative:
(B)(4).